Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During the course of the investigation, attempts were made to obtain device information.

Event description:
It was reported during a follow up visit, the physician attempted to connect with the clinician programmer and the patient's drg system implantable pulse generator (ipg), but it was not possible because the ipg battery had depleted. To address the issue the physician decided to replace the generator with a new one.